Event description:
It was reported an infection occurred. The device and lead were removed and later replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported an infection occurred. The device and lead were removed and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned,analyzed and analysis revealed a breached depression of the outer insulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.